Event description:
It was reported that patient was experiencing pain in the pocket. The physician elected to perform pocket relocation. There was no allegation of a complaint on the device; the pocket location was determined to be inappropriate for the patient. The patient was stable before, during and after the procedure.